Manufacturer narrative:
Updated to reflect the information on 2020-feb-03. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient's healthcare provider (hcp) on (B)(6) 2020. It was reported that the patient had an occluded catheter, which was considered the cause of the patient's withdrawal symptoms and the inability to aspirate the catheter. The hcp confirmed that a catheter replacement had not been performed yet. No further complications were reported.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient's healthcare provider (hcp) on (B)(6)2020. It was reported that the patient had an occluded catheter, which was considered the cause of the patient's withdrawal symptoms and the inability to aspirate the catheter. The hcp confirmed that a catheter replacement had not been performed yet. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 8596, serial/lot #: (B)(4), ubd: 25-jul-2005. Implanted: (B)(6) 2004, product type: catheter. Product ID: 8731, serial/lot #: (B)(4), ubd: 10-dec-2005, UDI#: (B)(4), implanted: (B)(6) 2004, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was receiving 500 mcg/cc of baclofen at 116 mcg via simple continuous infusion via an implantable pump for intractable spasticity and cerebral palsy. It was reported that the patient experienced withdrawal. The patient had a refill on (B)(6) 2019 and started to get symptoms shortly after the refill. The patient's pump was scanned and logs were downloaded. No errors or alarms were noted. Via telemetry, the pump was shown to contain 17.6 cc in the reservoir. The patient was to be referred for a catheter study. The issue was not considered resolved at the time of the event. It was unknown if surgical intervention would occur. The patient's status at the time of the event was listed as "alive-no injury". No further complications were reported. Additional information was received from the patient's healthcare provider (hcp) via a manufacturer's representative (rep) on (B)(6) 2020. It was reported that a dye and rotor study was done on (B)(6) 2020. The radiologist was unable to aspirate the catheter. The patient was referred to a surgeon for a catheter replacement. No further complications were reported.